Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. High purge pressure (pp): data log review showed a 5 minute rise in pp that remained high through the rest of the case. There was no motor current spike prior to the pp rise, but the pp rise did begin after the p-level was turned down to p-2 from p-6 and back to p-6 again. Product was returned and evaluated. There was biomaterial observed in the purge gap. High purge pressure reproduced and blood ingress was observed in the purge line above the motor housing. The high purge pressure resolved after cutting the catheter above the motor housing. The cause of the high purge pressure was biomaterial buildup since biomaterial was seen in the purge gap of the returned pump. Pump stop: data log review showed multiple "impella stopped - motor current high" alarms. The first alarm had a slight rise in motor current (mc) prior to the stop but no mc spike. The pump was able to be turned on again but only in short periods and ultimately stopped after some failed attempts to restart. There were mc spikes at some of the pump stops. The returned product had blood ingress past the motor housing and the pump stop was reproduced in the lab. The cause of the pump stop was blood ingress since blood ingress was observed past the motor housing and the pump stop occurred after there was high purge pressure. Cardiac failure: the cause of the clinical symptom cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Event description:
A complainant reported that a patient on an impella cp experienced an alarm for an increase in purge pressure and a decrease in purge flow. The pump stopped urgently. Attempts to restart were unsuccessful and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this is one of two reports. This report represents the pump and another report represents the automated impella controller. Refer to section h.10 for the related report number.

Manufacturer narrative:
Product complaint #: (B)(4). The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
Medical safety/clinical reviewed the event and noted the following: the event involves and impella cpsa that stopped working, and the patient died after that. The first impella cpsa was inserted for amicgs on (B)(6). Since long-term use was expected, the impella 5.5 was considered, but the blood vessel diameter was too small, so the option was abandoned (this pump was never used/inserted). The first impella cpsa pump 1 was replaced on (B)(6) (8 days later) given the need for long-term use and the automated impella controller (aic) was also switch for connection to the new impella cp pump 2 to reduce the time that circulatory support is terminated. There was no report or indication of device malfunction, deficiency or related adverse events for the impella cp pump and the first aic. Impella cp pump 2 was inserted and approximately three days later on (B)(6) 2025, the pump was stopped, and the patient passed away after that. This patient was notedly already in a "difficult" condition. The purge pressure increased and the purge flow rate decreased, and then the pump stopped. Several attempts were made to restart the pump, and all were unsuccessful. The patient died of circulatory failure. Given the high purge pressure with the pump stopping leading to circulatory failure, there is not enough information to exclude the impella cp pump 2 as an associated factor in the patient's demise. Note: automated impella controller is a malfunction type of reportable event. Serious adverse event and demise outcome are associated with the pump. Note: h6 investigation type/findings/conclusions remain unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.